Event description:
Lead management case to extract one non-functional 4543 bsc cardiac lead. The physician began the procedure by using a 12f glidelight laser sheath but was unable to progress to the lead tip. An 11f tightrail was then utilized gaining only a little more progress. A 14f glidelight was then introduced allowing the physician to make good progress and lasing through the binding site. Once through the binding site the patient's blood pressure slowly started to decline. The CT surgeon was called in and performed a sternotomy revealing an svc tear at the pericardial junction. The patient survived the intervention.